Event description:
On 7/5/96, pt underwent emergency surgery valve replacement. Upon opening chest, surgeon noted silastic ball was missing from metal valve housing. Left femoral artery surgically explored; unable to locate definitively. This valve was placed originally on 8/11/89; post-op course uneventful. Subsequently, the op report states the "poppet" was removed successfully by abdominal aortotomy. Pt tolerated the procedure well.